Manufacturer narrative:
Date of birth and age is unknown as it was not provided. Date of event is unknown as it was not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). There were no issues detected with the operation of the machine. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations including vacuum. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgery center reported a corneal burn occurred in the patient¿s operative eye. The wound required unplanned sutures to close the incision. The surgery center requested the system and the handpieces to be checked.